Event description:
New information notes the issue was noted when the lead was connected to the device. The dirtied was noted at the midportion of the header and was more noticeable on the right of the set screw for the atrial lead. It was believed that it might been melted from the heat.

Event description:
It was reported that at implant dirt on part of the device header and device header damage was observed. Another device was applied and the procedure was completed without any adverse consequences to the patient. It is believed that issue occurred during the manufacturing process.

Manufacturer narrative:
The reported field event of dirt on the header was not confirmed in the laboratory. The reported field event of a cosmetic anomaly was confirmed in the laboratory. Visual inspection of the device noted that the epoxy header surface was uneven. The device was tested on the bench and was found to function normally. The cause of the header issue may have been a manufacturing anomaly.